Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient went to sleep without any symptoms. The following day ((B)(6) 2025), the patient¿s sister found her unresponsive and called ems. Upon arrival, ems recorded a bg meter reading of 27 mg/dl, while the cgm displayed values between 77¿100 mg/dl. The patient was treated with a glucagon injection and regained consciousness with ems assistance, presenting as confused, disoriented, and experiencing blurry vision. The patient was transported to the ER. During ambulance transport, the patient reported a bg meter reading of 50 mg/dl, while the cgm continued to show ¿normal¿ readings. In the ER, the patient received glucose (route not specified) and was discharged around 3:00 am the following morning, less than 24 hours after admission. At the time of reporting, the patient was described as ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.